Manufacturer narrative:
The insulin pump had a button error alarm due to moisture damage on the keypad traces. The device had normal operating currents and no unexpected failed battery test alarm noted. The device had a cracked reservoir tube lip, broken belt clip slot, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 111 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.